Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was in chronic atrial fibrillation (af). This right atrial (ra) lead was then capped and a single chamber was implanted. No additional adverse patient effects were reported.